Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformance's. During the investigation mmdg found that the pump had a failed sensor, which caused the alarm failure. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump had damaged hinges which needed to be repaired. When the pump was returned to mmdg for evaluation, the pump "load set" alarm failed testing. It was observed to alarm "shut door" instead of load set, and also to not alarm at all. [(B)(4)].